Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned broken file, but the file has been lost by the returns department. Product will be investigated if it is found. No lot number has been provided for DHR review. No additional product was returned for testing. Root cause unknown.

Event description:
In this event it was reported that a waveone gold glider file broke during use. The broken piece was not retrieved but incorporated into the filling and procedure completed.